Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 16/oct/2024, it was reported that this patient on peritoneal dialysis (pd) developed a pd catheter (not a fresenius product) site infection on (B)(6) 2024. It was reported and subsequently confirmed with the pd nurse that the pd catheter infection was due to tugging on the pd catheter while attached to the liberty cycle set. It was indicated that the liberty cycler set is too short and that the tugging occurred while the patient used the bathroom during pd treatment. The tugging caused the pd catheter exit site to bleed, and that redness occurred. The patient was treated with antibiotic gentamycin cream (to the exit site) and oral keflex for 3 days. Per the pd nurse, the pd catheter exit site infection resolved, and the patient did not develop peritonitis or any other adverse effects.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) developed a pd catheter (not a fresenius product) site infection on (B)(6) 2024. It was reported and subsequently confirmed with the pd nurse that the pd catheter infection was due to tugging on the pd catheter while attached to the liberty cycle set. It was indicated that the liberty cycler set is too short and that the tugging occurred while the patient used the bathroom during pd treatment. The tugging caused the pd catheter exit site to bleed, and that redness occurred. The patient was treated with antibiotic gentamycin cream (to the exit site) and oral keflex for 3 days. Per the pd nurse, the pd catheter exit site infection resolved, and the patient did not develop peritonitis or any other adverse effects.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s pd catheter infection. It was reported that the patient experienced tugging on the pd catheter due to using the bathroom with shortened cycler set lines. The tugging caused the pd catheter exit site to bleed with subsequent infection. Based on the information available, the liberty cycler set cannot be excluded as a cause/contributing factor in this event.